Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 40mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. Prior to the procedure, the septal defect was measured to be 39mm and it was noted that the patient had a complex septum anatomy. The device was attempted to implant in the defect, but difficulty was encountered due to patient anatomy. The device was deployed and recaptured multiple times. During these manipulations, the device detached from the delivery cable and embolized to the right ventricular outflow tract. The device was snared and attempted to recapture into a 16f introducer, but this was unsuccessful. The patient went to emergency surgery, the device was removed, and the septal defect was repaired. The patient was discharged.

Event description:
It was reported that on (B)(6) 2023, a 40mm amplatzer septal occluder was chosen for implant using a 12f amplatzer trevisio intravascular delivery system. Prior to the procedure, the septal defect was measured to be 39mm and it was noted that the patient had a complex septum anatomy. The device was attempted to implant in the defect, but difficulty was encountered due to patient anatomy. The device was deployed and recaptured multiple times. During these manipulations, the device detached from the delivery cable and embolized to the right ventricular outflow tract. The device was snared and attempted to recapture into a 16f introducer, but this was unsuccessful. The patient went to emergency surgery, the device was removed, and the septal defect was repaired. The patient was discharged. Related manufacturer reference number: 2135147-2023-02566-00 now captures the premature separation of the occluder from the delivery system.

Manufacturer narrative:
An event of device embolized to the right ventricular outflow tract and device detached from the delivery cable was reported. It was also reported that difficulty was encountered due to patient's complex anatomy. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the root cause of the reported incident could not be conclusively determined, however is consistent due to complex septum anatomy. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 device code: 4045 premature separation was removed. B5 previously reported information related to the premature detachment is now covered in related manufacturer reference number: 2135147-2023-02566-00.

Manufacturer narrative:
An event of device detached from the delivery cable during procedure and device embolization was reported. It was also reported that difficulty was encountered due to patient anatomy. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the reported incident could not be conclusively determined, however is consistent due to complex septum anatomy.